Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd¿ nexiva diffusics 24ga 0.75in (0.7 mm x 19 mm) leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 644451. Our records show the reported lot was manufactured in december of 2015, and it was determined that this is the only instance of a leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample that was submitted for evaluation, was subjected to leakage testing. The results of our examination found the device to be in proper working order. Unfortunately based on the testing results, our engineers were unable to associate the root cause for this event with the manufacturing process. During the sample evaluation the product was tested functionally under water with a pressure of 10psi in order to inspect per leakage in the catheter tubing junction, in the extension set tubing bonding sections and in the septum location, these are the zones were the product can be able to have this failure mode and no issues were identified. Due that the sample received is not a defective sample is very difficult determinate the root of cause, for this reason we were not able to associate the reported defect to the mfg. Process. The root cause might be the catheter went to out of the vein or the vein was fragile.

Event description:
It was reported that a bd nexiva diffusics 24ga 0.75in (0.7 mm x 19 mm) leaked. No serious injury or medical intervention was reported.